Event description:
It was reported that during a direct stent procedure (contrary to IFU), the stent was successfully deployed, however, the stent delivery system (sds) would not deflate. The catheter was pressurized to 18 atm and then to 20 atm (both contarary to IFU); however, the sds would not deflate. The partially inflated sds was removed from the patient through the guiding catheter. Teh procedure was completed with another stent delivery system. No patient injury was reported.